Event description:
The patient's operation was done in 1998. The revision was done 12/00 because the pt great pain above the trocanter. There is corrosion/rust at the stem and the cup has been tremondously worn out.